Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: four (4) devices and two photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue was not identified during the visual inspection of the returned samples; however, the reported issue was identified from the pictures provided, as the photos showed evidence of leakage or droplets of tpn solution on administration spike port. Functional testing was performed on the returned samples, no leaks were identified on two of the samples, but leak was identified on the remaining two samples from the administration spike port bonding area. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned samples.

Event description:
It was reported that seven (7) exactamix® 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.